Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. A steerable guide catheter (sgc) was inserted. While in the chamber and seated in the stabilizer, the guide would move. It was observed that the guide rotated even after the screw was tightened. Therefore, the sgc was removed and replaced. Three clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported loose sgc handle and unintended movement of sgc handle were confirmed via returned device analysis. Additionally, the sgc knob was observed to be unstable, the sgc handle was observed to be scratched, and the screw was observed to be backed out. The reported audible noise could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement of sgc handle was a cascading event of the reported loose sgc handle. The observed scratched sgc handle was due to procedural circumstances. The cause of the reported audible noise was unable to be determined. The investigation determined the reported loose sgc handle, observed loose sgc knob, and observed backed out screw to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. A steerable guide catheter (sgc) was inserted. While in the chamber and seated in the stabilizer, the guide would move. It was observed that the guide rotated even after the screw was tightened. It was also noted that a "popping" sound was observed. Therefore, the sgc was removed and replaced. Three clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.